Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: evaluation method codes were added: 4111, 3331. H6: evaluation result code was added: 3252. H6: evaluation conclusions code was added: 4307. Zimvie did not receive one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1224659. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1224659 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the implant was fully integrated and restored. The patient had a loose crown, and the general dentist had to remake the restoration again, thinking there was something wrong with the abutment before finally looking with loupes in the intraoral camera to realized that the top of the implant was fractured at implant tooth site #30 with associated inflammation. It was discovered that the internal hex was damaged. Therefore, the implant was removed. The implant was trephined out and the space was too wide to place even a new 6.0 implant, so the patient had to return three months later to place a new implant in the space, which at the time of the report was integrated and ready to restore.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number ¿ k013227. The device will not be returned for analysis because the customer threw away the implant; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.